Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched. It could not be determined whether the patient was able to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, there was no damage found to the display screen, however, the lens film was scratched and scuffed. The display was found to function properly. Unrelated to the complaint, investigation revealed that the audio bolus button was detached and missing. The audio bolus button response was unable to be tested due to the missing button cover.